Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred displaying the error on a red display screen. There was no harm or injury reported. The customer contacted the manufacturer's service center to inquire regarding the reported event. The user facility's biomedical department opted to perform the device repair.